Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose value was 1.7 mmol/l at the time of the incident. Customer stated had major issues with the sensor tape not sticking. The customer was treated with glucose tablet. Product will not be returned device for analysis.